Manufacturer narrative:
UDI -- (B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by (B)(6), a perforator failed to disengage, and went into the patient's soft tissue. No long term damage was caused, but a massive haemorrhage was inevitable.